Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe worsening of pain from (B)(6) 2016 (great difficulty to work)") and device expulsion ("the implant on the left side fell") in a (B)(6) female patient who had essure (batch no. B85129, ab2457) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), hypersensitivity ("very strong increase in allergies"), headache ("incapacitating headache"), fatigue ("overwhelming fatigue"), asthma ("very severe increase in asthma"), restless legs syndrome ("restless leg disease"), myalgia ("muscle pain"), balance disorder ("major balance disorder"), burning sensation ("burning sensations in the hands and feet sole") and tinnitus ("tinnitus"). The patient was treated with surgery (essure removal by bilateral salpingectomy with laparoscopic interstitial resection) and insertion of a new left implant on (B)(6) 2014. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, hypersensitivity, headache, fatigue, asthma, restless legs syndrome, myalgia, balance disorder, burning sensation and tinnitus outcome was unknown. The reporter provided no causality assessment for asthma, balance disorder, burning sensation, device expulsion, fatigue, headache, hypersensitivity, myalgia, pelvic pain, restless legs syndrome and tinnitus with essure. The reporter commented: the first implantation took place in 2013. The implant on the left side fell, another was placed in 2014. Batch numbers b85129 (2 implants), inserted on (B)(6) 2014 / ab2457 (1 implant) inserted on (B)(6) 2013, essure removal by bilateral salpingectomy with laparoscopic interstitial resection. Actions undertaken in the healthcare facility for management of the patient. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1900044) on 09-jan-2019. The most recent information was received on 14-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe worsening of pain from dec-2016 (great difficulty to work)") and device expulsion ("the implant on the left side fell") in a 50-year-old female patient who had essure (batch no. B85129-valid, ab2457-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), hypersensitivity ("very strong increase in allergies"), headache ("incapacitating headache"), fatigue ("overwhelming fatigue"), asthma ("very severe increase in asthma"), restless legs syndrome ("restless leg disease"), myalgia ("muscle pain"), balance disorder ("major balance disorder"), burning sensation ("burning sensations in the hands and feet sole") and tinnitus ("tinnitus"). The patient was treated with surgery (essure removal by bilateral salpingectomy with laparoscopic interstitial resection) and insertion of a new left implant on (B)(6) 2014. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, hypersensitivity, headache, fatigue, asthma, restless legs syndrome, myalgia, balance disorder, burning sensation and tinnitus outcome was unknown. The reporter provided no causality assessment for asthma, balance disorder, burning sensation, device expulsion, fatigue, headache, hypersensitivity, myalgia, pelvic pain, restless legs syndrome and tinnitus with essure. The reporter commented: the first implantation took place in 2013. The implant on the left side fell, another was placed in 2014. Batch numbers b85129 (2 implants), inserted on (B)(6) 2014 / ab2457 (1 implant) inserted on (B)(6) 2013. Essure removal by bilateral salpingectomy with laparoscopic interstitial resection. Actions undertaken in the healthcare facility for management of the patient. Lot number:ab2457 is invalid. Lot number:b85129 manufacture date: 2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.